Manufacturer narrative:
Product complaint # (B)(4). Evaluation: one empty open foil and one used product were received for analysis. During visual inspection of the used sample, degradation process has begun on the top assembly and proceed bottom could be observed; the ring was fractured. In addition, body fluids were found on the mesh. The foil was examined and showed multiples wrinkles and holes on bottom foil package due to excessive manipulation. According to sample condition, it is suggested that this was an improper handling of the sample.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/1/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2020 and the mesh was implanted. It was reported that the mesh did not deploy and seemed to delaminate. The procedure was completed with another identical device. There were no adverse patient consequences reported.